Event description:
The customer reported the table was not booting-up properly, the breaker switch was not latching. Problem occurred during system start-up. No pts injured, system removed from service until repaired.

Manufacturer narrative:
.